Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor attempted placement and the guidewire was difficult to pass. Tip was validated using ultrasound. The doctor was unable to get catheter to pass. The distal portion of the wire began to coil. The entire wire and catheter were removed.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor attempted placement and the guidewire was difficult to pass. Tip was validated using ultrasound. The doctor was unable to get catheter to pass. The distal portion of the wire began to coil. The entire wire and catheter were removed.